Manufacturer narrative:
The device was returned to resmed for investigation. Review of the device logs and performance testing confirmed the occurrences of the error messages (sf101 and sf218). The investigation determined that the device error messages were due to water damage and contamination of the pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf101 and sf218) indicating an incorrect outlet pressure measurement and main board error. There was no patient injury reported as a result of this incident.